Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer had failed. A field service engineer (fse) found that none of the pockets had recovered due to the tray malfunctioning. After powering the station down and removing the pockets, the fse discovered a spill inside the drawer, which had caused minor damage to the tray. All other rows had performed without any malfunctions or delays. However, row b showed signs that the spillage had reached the tray, though it had not affected its performance. The fse planned to replace the tray upon return to prevent future issues with pocket failure. After replacing the row a tray, the fse successfully tested the hardware using the testing application, and all tests passed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer failed, and the customer was released cubie. Items were removed, and the cubie was successfully reinserted. However, the cubie continued to release repeatedly. The pyxis unit was rebooted using the maintenance tab. After the device came back online, several cubies were not detected on the bus and continued releasing and being reinserted repeatedly. A hard reboot was then performed using the switch on the back of the pyxis. Once the unit came back online, the same error message reoccurred. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.